Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 99% stenosed lesion was located at the moderately tortuous left common iliac artery. A 7.0x20x135 cm express vascular ld premounted stent delivery system was selected and during preparation it was noted that the stent had moved on the delivery balloon. The stent delivery system was replaced and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. The product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 99% stenosed lesion was located at the moderately tortuous left common iliac artery. A 7.0x20x135 cm express vascular ld premounted stent delivery system was selected and during preparation it was noted that the stent had moved on the delivery balloon. The stent delivery system was replaced and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. The product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned device revealed no damage noted to the hoop and the tray. The device was easily removed from the hoop with no resistance. No damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The stent was crimped on the balloon in the correct location, however it was noted that the stent had moved distally towards the tip of the shaft approximately 3.5mm. The distal end of the stent was slightly flared around the distal balloon cone. A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent observed no damage to the proximal end of the stent, however several struts at the distal end of the stent had been lifted up and pushed apart and were slightly flared. This damage may have occurred during the removal of the device from the hoop. All stent measurements were within specification except the m3 measurement was noted to be out of specification as result of the stent having moved distally on the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).